Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during monitoring the invasive artery, it was found that the waveform disappeared. After excluding other situations, it was determined that there was a problem with the pressure sensor. After replacing the pressure sensor, the arterial waveform recovered. There was patient involvement, but no report of patient harm.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 1526863-2025-00106-00 for details pertinent to this event.